Event description:
Patient with a mammographic score of birads 4 requiring biopsy to r/o malignancy of the breast. Biopsy was completed using the en-bloc device. During the procedure an artery in the breast was severed. Bleeding could not be controlled with conventional pressure. The patient was taken to the or for ligation of the artery. The patient was subsequently released with no further treatment requried. Routine follow-up was prescribed.